Event description:
It was reported that seven years eight months and ten days post port placement via the right internal jugular vein under ultrasound guidance, the patient allegedly experienced pain and subcutaneous leakage of saline solution was allegedly found to be occurred near the port body. It was further reported that the port body and the catheter was removed percutaneously. Reportedly, the port was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 07/2018). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that seven years eight months and ten days post port placement via the right internal jugular vein under ultrasound guidance, the patient allegedly experienced pain and subcutaneous leakage of saline solution was allegedly found to be occurred near the port body. Reportedly the port body and the catheter was removed percutaneously, and was replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one powerport implantable port attached to a groshong catheter was returned for evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed. A partial circumferential break was noted approximately 0.2cm from the distal end of the cath-lock. The edges of the partial circumferential break on the distal end of the attached catheter were noted to be uneven. The surface was noted to be granular in one region and round and smooth on the other region. Upon infusion, a leak was observed from the partial circumferential break while dye water exited the distal end of the catheter. Aspiration was attempted and was unsuccessful. Therefore, the investigation is confirmed for the reported leak and identified fracture, wear and deformation issues. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.